Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: anisomastia manufacturer¿s reference number: (B)(4).

Event description:
It was reported a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with two 350cc mentor smooth round moderate profile saline breast implants experienced left sided deflation and right sided anisomastia post procedure. As a result, patient underwent bilateral removal and replacement with a 296cc mentor memorygel right breast implant and a 295cc mentor memorygel left breast implant on (B)(6) 2021. This medwatch form is for the right breast prosthesis.